Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the clamp arm detached and not returned with the device. Upon visual inspection the blade of the device was received in good physical condition and not broken as reported in the event description. The device was tested with a generator and it was functional. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Event description:
It was reported that during a gastroplasty procedure, the shears were in full operation when it had a broken tip in the tissue. There was not any contact with metal during the end of the surgery. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.